Manufacturer narrative:
The complained device was returned for evaluation. Visual inspection revealed a great deal of adhesive on the device approximately 3 cm from the collar to 13 cm from the collar. After removal of the adhesive the device was flushed via both luers. Flushing through the arterial luer resulted in no leaks. Flushing through the venous luer resulted in a leak on the lumen approximately 9 cm from the collar. Under magnification it can be seen that the hole is horizontal to the lumen and the edges of the hole appear smooth, indicative of possibly being sliced with a sharp instrument. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. A definitive root cause cannot be determined. The instructions for use (IFU) contains the following warnings and precautions: do not use sharp instruments near the extension tubing or catheter lumen. Do not use scissors to remove dressing. Examine catheter lumen and extension set before and after each treatment for damage. Device was used for treatment, not diagnosis.

Event description:
While connecting the lines to dialyzer a little cracking was noted on the catheter at 2-3 cm from the point where arterial and venous extension bifurcation. Catheter was removed and replaced.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.